Event description:
The event is reported as: complaint alleges: the cone wouldn't flush. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint. DHR shows that the product was packed and inspected according to our specs.